Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered urinary urgency, urinary leakage, infections, pain, dysuria, disability, impairment, emotional distress and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.